Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm; -12.00/+2.50/93 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2024. The patient experienced excessive vaulting. On (B)(6) 2024 the lens was exchanged with a shorter length lens and this resolved the problem.